Event description:
Pt had dual-pacemaker implanted. Follow-up exam showed corrosion in the pacemaker leads. At surgery to replace pacemaker, ventricular lead was tested. Resistance was over 2000 ohms indicating fracture of the lead. Operation performed: revision of the dual chamber pacemaker and insertion of the new ventricular lead and replacement of the dual chamber generator.